Event description:
It was reported that the distal tip of the inner shaft, of the unit, broke off inside the ankle of the pt. Further, the broken piece was removed and a second unit was used to complete the procedure successfully. It was further reported that there were no reported adverse consequences to te pt.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.